Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 75-year-old female patient with post-cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed access site bleeding, which required one unit of packed red blood cells to be administered. Medical staff redressed the site and applied forward tension sutures, followed by mattress sutures. Medical staff also found the cp to be too deep and pulled back the cp 1.5 centimeters, during which the cp lost flows. Medical staff could not restore flow even though the cp was in proper position. More blood products were administered, but medical staff explanted the cp. The patient survived the event.

Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The pump was returned for investigation. Biomaterial was found wrapped around the impeller blade and low flow was reproduced when ran in the water. Therefore, the root cause of the low pump flow issue was biomaterial. The root cause of the access site issue was not determined since insufficient clinical information was provided. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13139. B2 outcomes attributed to adverse event missing. E4 should have been left blank . G1 reporting contact fax number missing.